Event description:
It was reported by the customer that the x7-8t tee transducer would not articulate during use with an epiq cvx ultrasound system. There was no patient or user harm associated with this event. The customer requested a replacement transducer to resolve the customer¿s issues. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A qualified remote service engineer reviewed the reported problem with the customer¿s biomedical engineer and the issue was confirmed. The biomedical engineer replaced the transducer to resolve the customer¿s immediate concern. The engineering team was unable to determine the cause of the reported problem. As the customer would not return the transducer and provide other pertinent information required for the investigation, no further investigation could be performed. The system has returned to service with no similar issues reported.